Event description:
It was reported the epg (external pulse generator) has a cracked case. The epg was returned for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken. However it was noted that the display lens was broken, the battery release, heart block, heart wire contacts and the battery drawer were contaminated, the ring, side bail covers and ring, side bails were missing, the two case screws were missing, the battery contacts were compressed, the keyboard was scratched and the display was out of electrical specification with missing pixel segments. (B)(4).